Manufacturer narrative:
Insulin pump received with intermittent express bolus and act button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked case on display window corner, minor scratches on lcd window, scratches reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive bolus and act buttons. The blood glucose reading was 71 mg/dl. Advised replacement of the insulin pump. Nothing further reported.